Event description:
It was reported that the insulin pump had a blank display and the device was exposed to water. No further information was provided.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a leak between the house and the sleeve in this device. It started about 15 min after the procedure started. They had to use more co2 than they normally use and continued with the leaking device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.